Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 6, 2009, that a radial jaw 4 biopsy forceps was used during a gastroscopy procedure. According to the complainant, the jaws of the forceps bent slightly and did not close properly. The procedure was completed with this device. There were no patient complications reported as a result of this event.